Event description:
It was reported that device was stuck in a stent a 1.25mm rotablator rotalink plus was selected for use. During the procedure, the doctor was rotablating the lesion. However, he believes that the burr was stuck to an old stent. The burr and the wire was successfully removed and completed the procedure. No complications reported and patient is okay.